Manufacturer narrative:
(B)(6).

Event description:
The customer reported sensor failure. The customer reported that the unit was not in use on patient. The customer contacted product support and requested for service repair. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
The authorized service personnel (asp) stated that the issue was discovered during testing. The unit prompt low leak-co2 rebreathing risk. The (asp) replaced the flow sensor to address the reported issue.